Event description:
During a bowel resection procedure, the instrument misfired. The surgeon applied another device. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.